Manufacturer narrative:
The information obtained is limited to the received medwatch report which did not contain contact information. Based on the information provided, no conclusion can be made. As alleged, the patient had unspecified problem post implant of mesh and plug. A lot number was not included in the provided information therefore, a review of the manufacturing records cannot be conducted. This emdr represents the flat mesh (device #1 (B)(4). An additional emdr was submitted to represent the perfix plug (device #2 (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per medwatch (mw5152978): "I had hernia mesh and mesh plug sewn in me for bilateral inguinal hernia surgery. (B)(6) 2024, consultation with mesh hernia specialist. Reference report: mw5152979."